Event description:
As stated by nurse, pt had been placed in sidelying position by nurse prior to am cleaning of pt. Nurse went into restroom to prepare linens. It was was stated that they believe beads accumulated behind pt's buttocks and inertia caused pt to fall out of bed. Pt suffered a bruise on hip and it was not found until two days later that pt also had a broken collar bone.